Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault alarm. It was also reported that the patient had an internal battery change in jun2025 and aug2025 (covered by (B)(6)). It was decided by the care center to exchange the system controller and send back to abbott for analysis. It was later reported that the patient had multiple ebb alarms leading up to the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the downloaded log files. The system controller (B)(6) was returned for testing and was connected to a mock circulatory loop for an extended duration and was able to operate a pump without issue for extended operation. The reported alarms were not reproduced. The downloaded log files revealed that throughout the log file, a backup battery fault alarm is captured and associated with the backup battery not passing the load test. The onset of the alarm was not captured as it was overwritten by newer data. The driveline was disconnected on (B)(6) 2025, 11:00:11, consistent with the reported controller exchange. Pump operation was not affected. Provided information indicated that the controller experienced multiple backup battery faults and the clinical specialist and decided to do controller change which resolved the event. A root cause for the reported event could not be conclusively determined through this investigation. Additionally, evidence of fluid ingress was observed on the power cables. The power cables were stripped and revealed extensive evidence of fluid ingress in both power cables. The fluid ingress did not affect the functionality of the unit, and the controller was able to support a mock circulatory loop for an extended duration without alarms, including when physically manipulating the power cables. No further testing was performed. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.